Event description:
It was reported that the procedure was to treat an unspecified artery. The 315 cm barewire was used along with the emboshield nav6 embolic protection system (eps). Atherectomy was performed with a non-abbott atherectomy device and the atherectomy device was left on the same spot for too long. This caused the barewire to separate, causing the filter to be stranded in the patient. Surgery was performed and the filter was removed successfully. The patient is fine. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The emboshield delivery wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b1: product problem removed. H6: medical device problem code 1562 removed and 2993 added.